Manufacturer narrative:
Device manufacture date not available at time of this report. It was reported the surgeon did not go back to check the level where he thought he was inaccurate previously as the screws were already placed. The site was uncertain if anyone bumped or put pressure on the perc pin frame during the case. Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported that while in a spine procedure, they experienced an inaccuracy of approx 5-6 mm using the o-arm with i7. The case was an l3-s1 fusion using the perc pin for the reference frame. Per the site, after completing the first o-arm spin the doctor checked his accuracy and found it to be accurate. The surgeon placed two screws and then while planning trajectory on the third, thought navigation was off lateral to the pedicle. The surgeon did not re-spin but placed the next two screws without navigation. The surgeon decided to check accuracy again and found it to be accurate, the case was completed using navigation. There was no impact or injury to the pt and all screws were found to be placed accurately after the post-op confirmation.